Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 9 months following the implant of a transcatheter aortic valve, the patient developed congestive heart failure and hemodynamic instability. Subsequently, an echocardiogram was obtained which revealed central aortic valve regurgitation of unknown severity and calcification. Subsequently, the patient was hospitalized.

Event description:
Additional information was received that approximately 2 weeks after the valve failure was identified, a non-medtronic transcatheter valve was implanted valve-in-valve to treat the failed valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 4 years and 9 months following the implant of a transcatheter aortic valve, the patient developed congestive heart failure and hemodynamic instability. Subsequently, an echocardiogram was obtained which revealed central aortic valve regurgitation of unknown severity and calcification. Subsequently, the patient was hospitalized. Additional information was received that the severity of the central aortic regurgitation was moderate-severe. A torn leaflet was confirmed via echocardiogram. Subsequently, it was planned to implant a non-medtronic transcatheter valve valve-in-valve.

Manufacturer narrative:
Corrected data: h6: device codes; annex a an annex a code for calcification was inadvertently omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.